Event description:
Unomedical reference number (B)(4). Event occurred in italy it was reported that the patient faced issue with infusion set's adhesive on 06-jun-2024. The patient reported infusion set was in use for less than 3 days and fell off while in use. The patient replaced infusion set and resumed insulin successfully. No further information available.